Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported. The lead was later explanted for an unrelated reason.